Event description:
It was reported that prior to use was discovered that the plunger was defective with a bd syringe plastipak 20ml ll s/su. The following information was provided by the initial reporter, translated from portuguese to english: defective rubber / bent plunger.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe stopper with assembly failure that caused the displacement during the usage. The probable cause for the defect is related to failure at stopper assembly station. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use was discovered that the plunger was defective with a bd syringe plastipak 20 ml ll s/su. The following information was provided by the initial reporter, translated from (B)(6) to english: defective rubber / bent plunger.